Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent strut in the 6th proximal strut row from the distal end of the stent lifted from its crimped position. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, there was resistance when the stent crossed the lesion, the device was withdrawn through the catheter, and the stent struts were found lifted up. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, there was resistance when the stent crossed the lesion, the device was withdrawn through the catheter, and the stent struts were found lifted up. The procedure was completed with another of same device. There were no patient complications reported.